Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed per picture attached to the investigation that shows the black neoprene tube compressed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The issue reported could not be reproduced with the ar-6410, which failed because it was not returned for investigation. The allegation was confirmed per the picture provided by the customer. However, the mating device returned ar-6480 was tested in our facility for pressure issues, inflow, outflow, rinse, lavage, and suction systems, and no problems were found. Per dfu-0140-eo caution: prior to each use, it is important to check the setup of the pump to ensure proper function. A red light will flash near the tubing connection if a secure connection is not made. The pump will not run if this condition persists. If the pump runs continuously after the tubing has been clamped, check all luer connections. If the pump still runs continuously, replace the tubing. Warning: do not disconnect and reconnect the same tubing set under any circumstances. Once disconnected from the pump, the tubing set must be discarded and a new tubing set installed. Failure to do so may result in pump failure and patient injury. Failure to follow these instructions may pose a danger to the patient. Do not use the unit if the rollers turn continuously after the tubing has been clamped. If the pump still fails to perform as designed, it should be returned (with the pump tubing set) to arthrex for inspection. The most likely cause of the reported failure can be attributed to a supplier process issue.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 1/2/2023, it was reported by a sales representative via phone and sems-06444876 that an ar-6480 dw arthroscopy pump and ar-6410 main pump tubing had an overpressure event. Thirty minutes into the procedure, the ar-6480 dw arthroscopy pump started randomly spinning extremely fast and blew out the patient's left shoulder, causing the area to be very swollen. The case was not completed for the patient's safety; everything was removed, and manual compression was done to alleviate the affected area. This was discovered during a left labrum shoulder scope procedure on (B)(6) 2024. Additional information received on 1/3/2023: the pump was shut off when they realized how big the shoulder was getting. No bags of saline nor was the pump touched before this issue occurred. This event forced the hcp to end the case promptly before it was finished. Due to the case ending immediately, the sales representative was unsure if the fluid stayed within the joint and distended it or if it escaped into the surrounding tissues.